Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 a root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message and no image was a damaged scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope displayed no image. The event occurred during inspection for use. There were no reports of patient involvement.